Manufacturer narrative:
This product was reported in error and will only be reported as a concomitant product. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after being impacted, the liner sat proud evenly around the entire cup. Screw in the cup was flush, there was no debris under the liner, but the liner still sat proud. Liner was removed and a new liner was successfully inserted. Affected side: left hip.